Event description:
During device exchange procedure, the setscrew could not be loosened from the header of the device which resulted in the failure to disconnect the right ventricular (rv) lead from the port. The rv lead was cut and device was explanted and was replaced to successfully complete the procedure. The patient is stable.

Manufacturer narrative:
Correction: health effect impact code.

Manufacturer narrative:
The reported event of failure to remove the lead from the device header was not confirmed. As received only the connector portion of the lead was returned in one piece. Dimensional analysis of the connector pin, front seal and connector ring were all within specifications. The connector boot adjacent to the second set of sealing rings was unable to be measured due to the procedural damage as received. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.